Event description:
Shock delivered notification was received on the customer support helpline queue. Patient confirmed hearing the alert and stated that they received the therapeutic shock post shower when they had just put on the wcd system. Patient further stated they did not know to divert the therapeutic shock. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.